Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm or ramping numbers noted. Insulin pump also received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube lip, and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error and the keypad was unresponsive. While the customer was trying to deliver a bolus the numbers stared ramping up. The customer's blood glucose was 51 mg/dl, which was treated with food. It was reported that the customer had the insulin pump against their body and the customer had been sweating. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).